Event description:
Shortly, after a pocket revision procedure, the pt reported communication and charging problems between the implant and the external equipment. It was reported that electrocautery was used during the pocket revision. A boston scientific representative performed device eval. The issue was confirmed. Device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant.